Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced dislodgement of the left ventricular lead. As a result, the lead was explanted and replaced with a new lead. The patient is stable.